Event description:
It was reported that the patient presented with a herniated disc at l5-s1 and degenerative disc disease with internal disc disruption at l5-s1. The patient underwent spinal surgery consisting of the following: 1. Bilateral laminectomy, facetectomy, foraminotomy, discectomy utilizing the operative microscope for decompression of the spinal nerves. 2. Posterior lumbar interbody fusion l5-s1. 3. Application of hydrosorb cage bilaterally l5-s1. 4. Application of rhbmp-2/acs. 5. Posterior non-segmental transpedicular instrumentation percutaneous l5-s1. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
Implantable hardware, hydrosorb cage (implant: (B)(6) 2003). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.